Event description:
A 6f angio-seal vip was deployed following a pre-deployment angiogram accessed from the right femoral artery. Within an hour after the procedure, the pt's leg became cold. Ultrasound revealed an occlusion in the femoral artery and a dissection. The anchor and collagen were surgically removed from the artery, and the artery was repaired. The pt was discharged. The surgeon remarked that the pt had very thin arteries that were difficult to repair.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.